Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a preparation for an unspecified procedure with the subject device at the user facility, it was found that the subject device did not work. There was no report of patient injury associated with this event. The user scrapped the subject device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. More than five years have passed since the subject device was manufactured. The exact cause of the reported phenomenon could not be conclusively determined. However, we presume that the reported phenomenon was a power supply problem and it was attributed to a failure in the convertor of the subject device due to aging deterioration.